Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The cgm reading was 2.4 mmol/l for 12 hours. The patient did not have blood glucose test strip, so he self-treated eating mango and banana, trying to correct his cgm levels. Then he started vomiting, his wife took him to the hospital where they took a blood glucose reading which was 38 mmol/l. The patient was treated with 4 different unspecified IV medications to treat hyperglycemia and decrease the ketones and potassium levels. At the time of the report the patient was stable, and his bg was 5.5 mmol/l. There is no documentation when the patient was discharged. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.